Event description:
A customer contacted beckman coulter inc. (Bci) regarding two erroneously elevated accu tni results generated by the access 2 immunoassay system for two patients. Customer tested a sample for accu tni and obtained a result of 7.28ng/ml which repeated at 0.28ng/ml. A sample obtained from another patient when tested, gave a result of 0.61ng/ml and a repeat result of 0.19ng/ml. The erroneous results were reported outside of the laboratory. Based on available information, a neighboring hospital obtained results in the normal reference range for these 2 samples (the actual results were not supplied). No death, injury or change to patient treatment occurred in association to this event.

Manufacturer narrative:
Sample information was not supplied. In 2008, level 1 qc was out high and passed upon repeat. Customer ran qc again at 14:26 and level 1 and 2 were out high. Calibration was performed 3 weeks prior and passed within specs. System check performed and passed within specs. Customer also performed a diagnostic system check a week later at 10:25 and again the following day at 11:56. Both system checks passed. A field service engineer (fse) was dispatched to the customer lab: fse performed a major preventive maintenance (pm). Fse also replaced the belts on the wash pump and the precision pump and the wash pump stator. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.